Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014 to report the receiver initialized without a manual restart on (B)(6) 2013. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test resulted in no failures. A log review confirmed the reported event of an initialization screen without manual restart. The root cause was determined to be a defective component in the printed circuit board.